Manufacturer narrative:
The reported condition was attributed to a dimnesional discrepancy in the needle attachment hole.

Event description:
The disposable loading unit was used with an auto suture endo stitch instrument during a laparoscopic nissen procedure. The needle broke. The surgeon used another disposable loading unit to complete the procedure. The hosp has reported that no pt injury occurred.